Manufacturer narrative:
(B)(4). Batch # p57v9x. Concomitant medical products: reload lot # p4rv36. The following was requested, but unavailable: just to clarify, what part of the ntlc was broken (firing knob, handle, etc.)? Did any pieces fall into the patient? If yes, were they retrieved? Will all pieces be returned with the device? If no, were they discarded? Were there any patient consequences? Device analysis: the analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. Also, the staple height selector left side was broken. The device was received with a reload present. The reload was returned with the knife exposed and the proximal 9 drivers up and the remaining drivers were down with staples present; the swing tab in the locked position. In addition, the reload (b) was received with the proximal 9 drivers up and the remaining drivers were down with staples present and the swing tab in the locked position. No functional test could be performed due to the condition of the device. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. For additional information please refer to the instructions for use. Due to the condition of the staple height selector, the reported complaint was confirmed by an external cause as improper handling. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment it should be noted that the cartridge reloads are designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. Reload (b): sr75, p5733g, 31 drivers up, locked. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during an unknown procedure, the handle of body (ntlc75) was broken.